Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the instrument broke at the junction of the mouth on the left side during an unspecified spinal surgery. There were no patient complications reported.

Manufacturer narrative:
Additional information: visually and optically confirmed that a portion of the superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required to induce fracture of the shaft is consistent with overload. The above observations are consistent with overload.